Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
--

Event description:
Boston scientific received information that this right ventricular lead was abandoned due to a suspected fracture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).